Event description:
It was reported that during stent-assisted coil embolization with the stent (subject device), when the stent was attempted to be deployed in the aneurysm, the stent distal portion could not be re-sheathed. There were no clinical consequences to the patient.

Manufacturer narrative:
H6: device code: corrected; additional information clarified that the stent was partially deployed.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. Subject device is not available.

Event description:
It was reported that during stent-assisted coil embolization with the stent (subject device), when the stent was attempted to be deployed in the aneurysm, the stent distal portion could not be re-sheathed. There were no clinical consequences to the patient.